Event description:
It was reported that the during the procedure, the tethers on the leadless pacemaker delivery catheter broke while trying to dock the leadless pacemaker. It was noted that the physician was loading the device on to the catheter and the device fell off. A second attempt was performed, and the device fell off again and this time the tethers disappeared. There were no tethers protruding from the docking cap, and there weren't any broken tethers in the back of the docking button of the pacemaker. The physician attempted to manipulate the control knob to see some pulled too far into the catheter, but nothing happened. A new delivery catheter was used, and the leadless pacemaker was successfully implanted. The patient was in stable condition.